Event description:
It was reported that during placement of the vascular stent in the sfa, the stent could not be deployed any further after being partially released. The delivery system with the partially released stent was retracted through the sheath. Three new vascular stents were deployed to complete the procedure successfully.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manfuacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent. The introducer sheath had been removed together with the delivery system which was found to be cut, fractured and deformed. Due to the condition of the device, a detailed reconstruction of the reported event was not possible. Potential factors that could have contributed to reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. The use of a guide wire smaller than recommended in the IFU and not performing a balloon pre-dilation also may contribute to this kind of event. Only limited information was provided in this case. The reported event also may be use-related as rough handling of the device can lead to friction increase. Based on the information available, a definite root cause could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "pre-dilation of the lesion should be performed using standard techniques." Furthermore, the IFU recommends the use of a 0.035" guide wire. New information received; product was removed together with the sheath. Updated event description. Corrected data as sample was received.

Event description:
It was reported that during placement of the vascular stent in the sfa, the stent could not be deployed any further after being partially released. The delivery system with the partially released stent was removed together with the sheath. Three new vascular stents were deployed to complete the procedure successfully.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.